Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant the right ventricular (rv) lead became dislodged and exhibited no capture at max output. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.